Event description:
Rn reports IV was started, labs were drawn for type and cross and pump was set to keep line open until transfusion could be started. One hour later, when blood was available, it was noted that the pump had allowed 200cc ns to be infused rather than the set amount of 40cc.